Manufacturer narrative:
H3: product analysis: visual and optical examination of the returned implant did not reveal any deformation of the female torx or thread damage. The threads appear to be used but no signs of cross threading. The upper break off portion of the screw was returned. Functional evaluation with a sample bone screw found the set screw able to be fully engaged and removed from the implant without issue. The implant appears to be capable of performing its intended function. Unable to determine root cause of screw slip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of lumbar disc herniation, undergoing a posterior lumbar decompression and fusion procedure for a spinal therapy. There were no patient symptoms or complications as a result of this event. Device status reason : explanted-complete the product was replaced. It was reported that the screw plug wire was sliding. When it was found to be a slippery wire, it was replaced with a new plug during the operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of lumbar disc herniation, undergoing a posterior lumbar decompression and fusion procedure for a spinal therapy. There were no patient symptoms or complications as a result of this event. Device status reason : explanted-complete the product will be returned and was replaced. It was reported that the screw plug wire was sliding. When it was found to be a slippery wire, it was replaced with a new plug during the operation. The product was returned to medtronic (B)(4) but it has not been received by logistics department of medtronic (B)(4) yet. The (B)(4) logistics department has received the product, waiting for the zric number from abroad.